Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. At the time of troubleshooting with tandem technical support customer had not taken any action to address their elevated bg. Reportedly customer reset the pump and would follow up with their health care provider for alternate method of insulin therapy if needed while waiting for pump replacement.